Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated and provided in b5 section of this report.

Event description:
Customer called ambulance due to low blood glucose. Customer stated the insulin pump still delivers insulin to her body even if she already suspended the delivery of the insulin pump and she had been having a lot of low events because of it.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer blood glucose at time of incident was under 40 mg/dl. Customer was treated with glucagon spray. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode smart guard feature was not active at time of low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2020 the patient was with the doctor and has been having low events. Patient also call the ambulance for low blood glucose's. Patient alleges pump was delivering insulin when insulin pump was suspended. Patient is worried that the pump is still delivering bolus even is she suspends insulin pump. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. History download was successful using thus and carelink upload was successful. Activated the suspend delivery feature and the pump was monitored for 3 days. No pump delivery was noted. Unable to access the bolus feature when the pump was suspended. Unable to program boluses when the insulin pump was suspended. No bolus anomaly noted during testing. The suspend delivery feature functions properly. Please see below for the date range (B)(6) 2022 to (B)(6) 2022 listed in the formatted history file. (B)(6) 2022 daily total of all insulin delivered = 0 (B)(6) 2022 daily total of all insulin delivered = 0 (B)(6) 2022 daily total of all insulin delivered = 0. The insulin pump passed the functional testing. Device was suspended and monitored for 3 days. The insulin pump did not deliver when the pump was suspended. Unable to access the bolus feature when the insulin pump was suspended. Unable to program boluses when the insulin pump was suspended. No bolus anomaly noted during testing. The suspend delivery feature functions properly. Unable to confirm alleged low blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.